Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, and a curved opening curved on anterior valve bold edge. Leak test and microscopic analysis were performed which identified a sharp opening on valve bold edge. Fill test inspection was performed the result was no blockage. Based on the device analysis the final assessment was a sharp opening on diaphragm valve bold edge anterior side assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.